Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the video processor (vp), endoscope controller (ec) and universal surgical manipulator (usm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi did receive the ec with an alleged issue to perform failure analysis. Upon visual inspection, no issue found that would be related to the reported event. The ec was installed onto a golden unit where no errors occurred, programmed successfully, power cycled ten times, and functioned as expected.

Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, non-recoverable fault 25118 occurred during the case earlier in the day. Customer stated the user did not power cycle the system and they were unsure how the case was completed. Error 25118 was not observed in the logs. Error 54 on endoscope controller (ec) was observed in the logs. There were no reports of patient involvement.